Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf)/ventricular tachycardia (vt), and the device attempted to deliver two shocks, both of which failed to convert the patient to a normal rhythm. The patient then converted spontaneously and subsequently received a committed third shock. The device was explanted and replaced, and a new high voltage left ventricular (lv) lead was placed to assist in defibrillation efficacy. No further patient complications have been reported as a result of this event.